Manufacturer narrative:
Service was dispatched to the site on (B)(4) 2012 for this event. The field service engineer (fse) replaced the wash pump seal and o-ring, cleaned the wash valve and verified the ultrasonic settings. The fse also replaced the substrate probe, aspirate probes and associated tubing. The fse performed a routine system check and a high sensitivity system check both of which passed within instrument specifications. After completion of the necessary and verified repairs, the instrument was returned into operation. A definitive root cause has not been determined to date for this event.

Event description:
The customer reported that on (B)(6) 2012, an erroneously elevated cardiac troponin (accutni) result was generated on a synchron lxi 725 system for one patient sample. The elevated accutni result was released from the laboratory, and the patient was admitted to the hospital based upon the result. Beckman coulter inc. Assessment of customer supplied data indicated that subsequent repeat testing and a redraw of the patient generated lower results within the normal reference range from the original instrument as well as another instrument. The repeat/redrawn results were regarded as valid. Same-sample creatine kinase-mb isoenzyme (ck-mb) results were elevated but were not questioned by the customer. The samples were collected in plastic lithium heparin (lihep) plasma tubes with gel separators and centrifuged at ambient temperature prior to testing. The original sample was a full draw and without any sample quality issues noted. The original samples were stored at room temperature for six hours and then refrigerated. The original result was obtained from an aliquot placed within a nested insert cup within the primary tube. Accutni quality control (qc) values were within the customer's established ranges prior to the event. A routine system check performed after the event generated results which met instrument specifications. No other patients' results were questioned in connection with this event.